Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that cutter did not vibrate at all and did not cut even when pressed the foot switch before cataract and vitrectomy combination surgery. The condition of aspiration and actuation was unknown. The surgery was performed and completed after replacing the product with another one. There was no information about patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One probe, with tip protector, in a tray was received. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all functional testing. The probe was disassembled and the components inspected. The bottom o-ring has excess flash (excess rubber) on the inner diameter of the o-ring. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. However, a manufacturing related potential contributor factor was identified where the bottom o-ring was damaged. The returned sample met specifications; however, non-conformance records have been initiated related to the damage to the bottom o-ring. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).